Event description:
It was reported by a customer on (B)(6) 2011 the fiber forward fired and the fiber was damaged at the tip at 10,604 joules. Per the customer, the fiber cap was retrieved. No pt injury was reported.